Manufacturer narrative:
(B)(4). The complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6) experienced redness at the ipg which appeared to be an infection. Subsequently the scs system was explanted.